Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited a foreign object came out of the nozzle and a burn on the plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "foreign material came out of the nozzle" was confirmed - however, the foreign material was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. Pertaining to the event of foreign matter, it is suggested that the user facility review the method of reprocessing for the device according to the instructions for use (IFU). As the methods for procedure in line with the reprocessing manual below, we determined the suggested event of "foreign material came out of the nozzle" can be detected / prevented: the instruction manual operation manual ¿gif-2tq260m, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif-2tq260m, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. The suggested phenomenon of "distal cover is burnt" was presumed to have been due to a high-energy endo therapy accessory being used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the distal end. The following instructions for use apply in regards to the suggested phenomenon of "distal cover is burnt": instruction manual (operation manual) for evis lucera gif type 2tq260m series ¿chapter 3 preparation and inspection 3.2 inspection of the endoscope. Olympus will continue to monitor field performance for this device.